Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Per a follow up response, it has been confirmed that replacements of the motor controller board, and power management board are necessary. A replacement parts have been ordered to resolve the reported issue. The materials have already been requested and ordered. Due to the repair parts being on backorder with no estimated time of availability the repair of the unit cannot be completed at this time. When the parts become available the repairs will be completed. If new information is received the record will be reopened, and an investigation will be performed.

Event description:
It was reported that the ventilator had a 35 volt power supply failure. There was no patient involvement. The investigation is ongoing.